Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blood glucose level was high and the patient was treated with insulin pump. No further information available.